Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular base was not working. The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The ventricular connector was broken. The device failed the incoming test. A new internal patient cable was placed. There were no pinched liquid crystal display wires/insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.